Event description:
Reportedly, the customer delivered a bolus they did not need. The customer experienced a low blood glucose (bg) level of 43 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.